Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. Inspection of the device presented no damage or irregularities. There are numerous hypotube and shaft kinks. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The quantum maverick device inflated and held pressure for 5 minutes without leaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 14x2.8mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during inflation at 1520 kilopascals (kpa), the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 14x2.8mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during inflation at 1520 kilopascals (kpa), the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.